Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, after connecting the anvil shaft and center rod, the anvil disengaged just by slightly moving it, the product was stopped using. When the anvil of the product was removed, there was a crush caused by purse string suture at the oral side intestinal stump. For that reason, the stump slightly cut and then purse string suture was processed again, after that, the anvil was attached. Another handle was opened, the anvil was inserted to the new handle again and anastomosed. The surgical time was extended by less than 30 minutes. Additional tissue resection was required to remove the device from the tissue. Tissue damage was also noted.

Manufacturer narrative:
Additional information:evaluation summary: post market vigilance (pmv) led an evaluation of one device. Inspection of the anvil noted that a retainer leg of the anvil was bent. Further inspection of the instrument and anvil noted protruding staples and an intact ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of intact cutting ring and protruding staples that has no relationship to the reported condition. Replication of the protruding staples may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. If information is provided in the future, a supplemental report will be issued.